Event description:
It was reported that during a laminectomy, the bur broke. It was further reported that the broken piece was pulled out manually and that no broken pieces remained in the patient. It was also reported that there was another attachment and bur available to complete the procedure successfully.

Manufacturer narrative:
Device returned, once evaluation is complete, a supplemental report will be submitted.